Manufacturer narrative:
(B)(4). (B)(4). Information was not provided by the initial contact. Information is unavailable; device was not returned for evaluation.the batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a lap ventral hernia repair procedure, the veress needle was blocked right from the beginning. The red part moved up and down but the gas and water would not go through. No product is being returned. Another like device was used to complete the procedure. There were no adverse consequences for the patient.